Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the usb charging port of the pump was blocked with debris. The customer cleared the particles from the usb port and was able to successfully charge the pump.